Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope exhibiting b30 (scope communication error). There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, b30 (scope communication error) occurs due to dirt on the electrical contact of the video connector, noise generated due to damage to the imaging unit, and images are temporarily unavailable, bending angle insufficient due to the elongation of the angle wire, curved rubber adhesive missing, and scope ID data not included. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The events most likely occurred due to the following: the b30 error most likely occurred due to the board inside the video connector. Alternatively, there may be a problem on the system side. Image noise most likely occurred due to a failure of the image sensor unit. The ID function malfunction most likely occurred due to the board inside the video connector being damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide correction. Olympus will continue to monitor field performance for this device.